Manufacturer narrative:
Initial and final MDR 1902037 - MDR 3003442380-2024-11552 -device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united state. The patient have reported that the infusion set fell off 4 times during use on (B)(6) 2024. It was confirmed that the infusion set was in use for 12 hours, 12 hours, 2 hours, 2 hours respectively. No further information available.